Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a broken wire in the interconnect cable. Repaired the broken wire. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm keeps shutting down if interconnect cable was kicked. There was no report of patient injury.